Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 6f exoseal vascular closure device (vcd) hemostasis was found to have failed. Manual compression was ultimately used to achieve hemostasis after the closure failure. There was no reported patient injury. The device was slowly retracted at a 40° angle. After observing the cessation of pulsatile blood flow through the blood return indicator, the closure device was further withdrawn by 1 cm. The indicator window turned completely black. After pressing the plug deployment button and removing the device, hemostasis was found to have failed. A 6f exoseal was then used for vascular closure and hemostasis. An unknown cordis short sheath was used. The procedure was for renal artery stenosis with a retrograde puncture via the left femoral artery. The operator had many years of experience using exoseal. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f exoseal vascular closure device (vcd) hemostasis was found to have failed. Blood oozing was noted from the puncture site after device removal, but there was no pulsatile bleeding observed immediately upon removal. Manual compression was ultimately used to achieve hemostasis after the closure failure. There was no reported patient injury. The device was stored and prepared according to the instructions for use. There were no visible signs of damage to the device or packaging prior to use. The device was slowly retracted at a 40° angle. After observing the cessation of pulsatile blood flow through the blood return indicator, the closure device was further withdrawn by 1 cm. The indicator window turned completely black. After pressing the plug deployment button and removing the device, hemostasis was found to have failed. The plug was deployed in the proper location. The plug did not fall out of the exoseal vcd shaft after removal of the patient. Fingertip compression was maintained on the skin during device removal. There were no multiple stick attempts prior to gaining access. A 6f exoseal was then used for vascular closure and hemostasis. A 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site, and no stent was present near the site. The access vessel showed no tortuosity, and there was vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed within thirty days prior to the procedure using any closure device or manual compression. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site before use of the exoseal vcd. The procedure an interventional procedure with a retrograde puncture via the left femoral artery. The operator had many years of experience using exoseal. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (6f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were reported. Nevertheless, the device received condition was not in accordance with the event reported. A deployment simulation evaluation was performed, during which the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and the expected deployment of the plug. Additionally, the indicator window transitioned to the black, white, and red position as intended. It was confirmed that the returned csi was of an appropriate size for use with the received device. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device since the device was received with the deployment lever not depressed and the plug in manufacturing position. The cause of the reported issue could not be determined, especially since the condition of the returned device does not match the event reported. It was reported that the lever was depressed. Handling factors are likely since in order for the plug to deploy to achieve hemostasis, the lever must be depressed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after use of a 6f exoseal vascular closure device (vcd) hemostasis was found to have failed. Blood oozing was noted from the puncture site after device removal, but there was no pulsatile bleeding observed immediately upon removal. Manual compression was ultimately used to achieve hemostasis after the closure failure. There was no reported patient injury. The device was stored and prepared according to the instructions for use. There were no visible signs of damage to the device or packaging prior to use. The device was slowly retracted at a 40° angle. After observing the cessation of pulsatile blood flow through the blood return indicator, the closure device was further withdrawn by 1 cm. The indicator window turned completely black. After pressing the plug deployment button and removing the device, hemostasis was found to have failed. The plug was deployed in the proper location. The plug did not fall out of the exoseal vcd shaft after removal of the patient. Fingertip compression was maintained on the skin during device removal. There were no multiple stick attempts prior to gaining access. A 6f exoseal was then used for vascular closure and hemostasis. A 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site, and no stent was present near the site. The access vessel showed no tortuosity, and there was vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed within thirty days prior to the procedure using any closure device or manual compression. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site before use of the exoseal vcd. The procedure an interventional procedure with a retrograde puncture via the left femoral artery. The operator had many years of experience using exoseal. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.